Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed abnormalities related to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional finding unrelated to the reported event. The most likely root cause of the abnormal relative state of charge event can be attributed to an estimation error. The reported event could not be duplicated during testing. The battery was able to fully charge and provide power to a test controller. As a result, the reported battery not charging event could not be confirmed. A possible cause of the reported battery not charging event can be attributed to a marginal connection between the battery and the battery charger. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.